Event description:
During a diagnostic catheterization, the guidewire perforated the secondary curve causing the catheter tip to almost break off. There were no adverse effects to the patient reported.